Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station intermittently disconnecting from the server, resulting in patients not displaying and network disconnection messages at the device. A technical support specialist (tss) reviewed logs and confirmed repeated communication failures, while the server continued to function normally and publish to other stations, indicating the issue was isolated to this specific device. Further investigation identified that power saving settings on the station network interface card (nic) and universal serial bus (usb) ports were enabled, causing the network adapter to enter a sleep state and disrupt connectivity. The settings were disabled to prevent the device from powering down during inactivity, after which stable communication was restored. The customer confirmed that patient data was visible again with no further occurrences reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple patients were not crossing to one station. The station was displaying a disconnected status, and multiple patients were not visible on the system. The customer suspected the issue to be network related. There were no delay or adverse events or injuries reported based on this event.